Event description:
Dexcom g7 in use with an automated insulin delivery system. My dexcom g7 was reporting extremely inaccurate readings, resulting in my insulin pump giving me a large bolus of insulin that was unneeded. For context, the device was placed on the back of the arm, following directions during insertion, I was not taking any acetaminophen or other products that could impact readings and I am not on dialysis or similar. I inserted the sensor on (B)(6) 2025. On (B)(6) 2025, my dexcom was reading a blood glucose of 223 mg/dl, and I immediately used a blood glucose meter via finger prick to verify and it was 118 mg/dl. This resulted in me having to treat with glucose in order to prevent hypoglycemia. I had calibrated the dexcom multiple times over the previous 3 days. This type of inaccuracy has occurred over 50 times with me and this device over the past year and it is unacceptable. This product must be fixed or removed from the market for those using automated insulin delivery, because it is dangerous to have an insulin delivery system making decisions based off of drastically inaccurate readings. The FDA must investigate dexcom g7 for insulin-dependent individuals as it is not accurate or safe enough to be used with aid systems. This was my dexcom g7 cgm reading and my blood glucose reading via finger stick to verify accuracy.